Manufacturer narrative:
The device was received for evaluation. During functional testing evaluation observed audio was absent when pushing soft key. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be loose speaker. The rear case was required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a speaker of spectrum iq pump soft key push was not audible. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.